Event description:
It was reported that the patient presented routine generator change on (B)(6) 2024. During the procedure an insulation breach was observed on the right ventricular lead. The lead was capped and replaced. The patient was stable.